Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated backup vvi was noted. A device download was successful. The device remained implanted.